Event description:
A malfunction occurred on the customer's pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address a by manual insulin injection and did not require third-party assistance. The customer reverted to an alternate method of insulin therapy.